Event description:
In 2007, the lay-user/pt contacted lifescan (lfs) alleging that she is unable to find the instructions on how to code the one touch ultra 2 meter from the quick reference guide. Note: the instructions on how to code the one touch ultra 2 is briefly mentioned on the quick reference guide and furthermore in great detail in the owner's manual. On january 2, 2008, this medical affairs specialist contacted the pt to obtain/clarify more info. On original date, the pt woke up at 3 am and attempted a blood glucose test. The pt tried to code the meter for 1 hour with no success. At 4 am, the pt had been without food since she had been awake and started to develop symptom described as "shaky." The pt indicated that she could not locate the coding instructions on the quick reference guide. The pt did not know whether the fold out pages was stuck together or if she overlooked the info. The pt also indicated that she has had a hard time with her vision due to the lack of light in her home. The pt stated that she had misplaced the owner's manual at the time of concern. The pt did not test on another meter and did not require any medical intervention. In addition, the pt did not take any action in regards to diabetes treatment. During troubleshooting, the customer care advocate (cca) provided the pt with training on how to code the meter. This complaint is being reported because the pt developed symptom that can be suggestive of hypoglycemia after she was not able to test with the lfs meter due to the pt's inability to find instructions on how to code the one touch ultra 2 meter. There is no evidence that the one touch ultra 2 quick reference guide was missing the instructions, as the pt was not sure whether she overlooked the info. Replacement products were sent and lifescan has asked for the patient's literature back for investigation.